Event description:
An eight-month follow-up coronary angiogram (cag) was conducted and the pt complained of angina pectoris. The residual percentage of stenosis in the initially implanted cyphers was 19%, timi flow was 3 and there was no problem with the cyphers implanted at the target of the clinical study. However, there ws 99% stenosis in the posterior descending artery. Approximately nine months post index procedure, the pt went in for an elective case to treat the stenosis in the posterior descending artery. Pci was conducted and a 2.5 x 28mm cypher stent was implanted at the distal end and then a 3.0 x 33mm cypher stent was implanted proximal to the 1st cypher overlapping it. The residual percentage of stenosis was 0%. Approximately a year and seven months post index procedure, the pt showed symptoms of angina pectoris. A month later, cag was conducted and there was 100% restenosis of the proximal end of the 3.0 x 33mm cypher stent that was implanted proximally at posterior descending artery. To treat the restenosis, pci was conducted. A 3.0 x 23 mm cypher stent was implanted inside the initial cypher. The pt recovered and his condition was stable. The pt was discharged from the hospital. A percutaneous coronary intervention (pci) was conducted in 2005, to treat the distal left circumflex. Initially a 3.5 x 23mm cypher stent was implanted at the distal end of the lesion. A 3.5 x 8mm cypher stent was also implanted. Both cyphers were implanted at 18atms for 16-30 seconds. The two stents were implanted without a gap. The pt's medications include the following: aspirin, ticlopidine hydrochloride, heparin and isosorbide.

Manufacturer narrative:
This cypher sirolimus-eluting stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.